Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the co2 was not being correctly read by the device. It was noted that although the co2 was being recognized, the reading was producing a dotted line. There was no reported patient involvement.